Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One flotrac kit was returned for examination. The reported event of "junction between the sensor and the pressure tubing was detached" was confirmed. The flotrac housing male luer had been broken. The cross-surface of the broken luer at the flotrac housing was jagged. No other visible damage was observed from the unit. A review of the manufacturing records indicated that the product met specifications upon release. It was concluded that there is no objective evidence that indicated an assignable cause associated with the manufacturing process for the defect reported. The male luer and forceps marks exhibit evidence that some type of mishandling was performed on the units, probably attempting to tighten or remove the connection outside of the manufacturing process. Please note a broken male luer is not a reportable event.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that when the patient was connected to the flotrac sensor, the connection between the sensor and the pressure tubing detached. There was no blood loss and no additional intervention was needed.